Event description:
It was reported that prior to implant, the pulse generator could not be interrogated. The device was not implanted and new device was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis exhibited normal device characteristics.